Event description:
Set was leaking. Customer is legally blind and unable to determine where the leakage is occurring but customer can smell insulin. There has been some leakage for the last three weeks. Customer ran customer's hand over the tubing and reservoir but customer could not feel any moisture. Spouse thinks it's likely the back of the reservoir since there is insulin in the syringe compartment of the pump. Sent replacements and packaging to return these items.